Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the left cylinder connecting tube was noted. Cylinders and pump were removed and replaced. There were no patient complications reported.